Event description:
It was reported that the customer's blood glucose was low at 47 mg/dl on the morning of this report and she had been experiencing low blood glucose for two weeks. Customer ate food to treat and her blood glucose was at 160 mg/dl at the time of this report. During troubleshooting, the drive support cap appeared normal. Customer was priming according to protocol. Programming was found to be accurate and the reservoir showed the same amount of insulin as was on the status screen. Customer also experienced infusion set issues and stated she felt she was hitting the vein when she changed the infusion sets. There was blood at the insertion site. Nothing further report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.